Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 devices were received. Event confirmation status: 2 reported events were confirmed; the cause traced to component failure. 3 device evaluations are still in progress. Evaluation results: 2 devices were found to be affected by compromised lubrication. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 5 previously reported events are included in this follow-up record.   Product return status 5 devices were received.   Event confirmation status 4 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 4 devices were found to be affected by broken down lubrication. 1 device was found to be affected by internal component corrosion and broken down lubrication.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact.